Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest cgm value of 401 mg/dl after disconnecting from the ilet pump and taking multiple insulin pen doses, followed by inconsistent meal announcements and an unannounced meal; the user was using an inset infusion set with dexcom g7, and the event was attributed to use of subcutaneous insulin via pen while off pump and incorrect procedure for meal announcements. Symptoms included dry mouth and thirst associated with hyperglycemia. Outcomes included no lasting health impact, though additional medication was required to address the event. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involved the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.